Event description:
He mixed up of his insulin, injected 44 lu levemir instead of novorapid [wrong drug administered] ([blood glucose decreased]). Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from (B) (6) was reported by a pharmacist as "he mixed up his insulins and injected 44 iu of levemir instead of novorapid" and "low blood glucose levels" and concerns a (B) (6) male patient using novopen 3 (device therapy), levemir penfill (long-acting insulin detemir) and novorapid penfill (rapid-acting insulin aspart) from and to unk dates for type 2 diabetes mellitus. (B) (6). Medical history: diabetes mellitus type 2 for about 20 years. On (B) (6) 2010, the pt mixed up his insulins and injected 44 iu of levemir instead of novorapid. Normally, the pt takes around 4-10 iu up to three times daily. The pt developed low blood glucose level and was taken to the hospital. The pt recovered from the event on the same date. No samples will be returned for analysis. This is a combined initial and final report, as no further info is expected.

Manufacturer narrative:
.